Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched and evaluated the instrument. Fse indicated this was a contained water leak. Fse replaced valve assembly 4. The sample probe wash valve to resolve the leak. The system was restored to functionality and the customer reported no further leaks.

Event description:
Customer reported that the sample probe was continually dripping. The leak was contained within the analyzer. Customer stated the drip was noted during maintenance. Customer stated there was no impact to patient results. Analyzer was taken out of service when the nonstop dripping was noted. There was no reported impact to operator. The customer indicated they were wearing appropriate ppe: lab coat and gloves.

Manufacturer narrative:
The previously submitted report did not contain internal bec identifier. The bec internal identifier for this report is (B)(6).

Event description:
This is a follow up report. Please see section for details.